Event description:
It was reported that the user experienced a low blood glucose reading of 63 mg/dl without symptoms while using the ilet bionic pancreas, ingested oral glucose gel of unknown carbohydrate content, and subsequently observed glucose rise to 150 mg/dl before stabilizing around 90 mg/dl; customer support reviewed hypoglycemia correction protocol and explained that the system can deliver corrective insulin for rapid glucose increases during its initial learning period. Symptoms included asymptomatic hypoglycemia. Outcomes included self-treatment with oral glucose and continued home monitoring without emergency care or hospitalization. Investigation included a customer care troubleshooting and education review regarding correction protocols and device behavior during early adaptation. Investigation of this case revealed no device malfunction or component failure and indicates user-managed hypoglycemia with appropriate system response to a rapid glucose increase. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.